Event description:
It was reported by service report that the bed would not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the service tech and hospital staff could not find the bed in the hospital, therefore the unit was not evaluated and the reported event could not be confirmed.